Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on readings obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event which did not require any medical intervention. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation. The test strips will not be returned as they were used up.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.